Event description:
It was reported the customer experienced high blood glucose levels (360 mg/dl). Customer noticed air bubbles present. Pump passed delivery system check. Customer delivered a manual bolus to stabilize his blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.